Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a rim around the porch, it cracked and fell off. The customer's blood glucose was 62 mg/dl. The customer treated low with bowl of cereal. The customer stated that the reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken reservoir tube lip. Product yes meets specification noted.